Event description:
Cormet revision after 10 to 15 years due to a reported large granuloma.

Manufacturer narrative:
Per -2333 final report additional information, including post primary and pre revision x-rays, patient details and an update on the patient were requested in order to progress with the investigation of this event, however, this information was not provided and thus our investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted device was returned to corin. Examination of this device did not present any obvious failure modes or abnormal device characteristics and there were no signs of gross wear on the bearing surfaces of the cormet implants. The cormet cup exhibited surface characteristics expected of an implant which had been in use for 10 to 15 years. Based on the information provided, no further investigation can be conducted and thus this case is now considered closed. Please note: a revision for infection in 2008 is mentioned in the medical notes, so it is unsure if the cormet cup was implanted in 2003 or 2008. Clarification of the implantation date was requested but not provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constiute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report: additional information, including post primary and pre revision x-rays and patient details has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted device has been returned and will be reviewed. The device lot code will be identified from the returned explant and the relevant device manufacturing records will then be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 15 years due to a reported large granuloma.